Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient is regaining sensation as time goes on.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported after the patient was implanted they had trouble feeling sensation and lifting the right leg. In turn, the lead was explanted and post-operatively some feeling was returning. Imaging was performed at the hospital and as a result the patient underwent surgery to address a calcified disc on (B)(6) 2020, and the system remains implanted.